Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. The rv lead testing showed high pacing threshold measurement at 5v, a pacing impedance at 322 ohms, and sensing at 2mv (millivolts). Imaging confirmed the lead had dislodged. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a non-boston scientific lead. The explanted lead was disposed of and will not return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. The rv lead testing showed high pacing threshold measurement at 5v, a pacing impedance at 322 ohms, and sensing at 2mv (millivolts). Imaging confirmed the lead had dislodged. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a non-boston scientific lead. The explanted lead was disposed of and will not return for analysis. No additional adverse patient effects were reported.